Event description:
I had a biozorb implant placed in my breast as part of cancer treatment and it has never felt right. It hurts sometimes and breast ultrasound showed scarring and extra fluid. It's hard and lumpy and often causes pain. I'm considering having it removed. I contacted my doctors office and they said they could remove it but they told me I wasn't notified about a lawsuit regarding biozorb because they say they placed it for the right reasons. Regardless, I still have pain. I can't remember the exact date ac of my latest mammogram and ultrasound but they are in my medical chart.